Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The sample was not in its original packaging. As the sample was being disinfected and prepared for analysis, no leaks, kinks, holes or other signs of damage were noted. The sample then underwent functional testing and was connected to a 2008t hemodialysis machine for a simulated treatment. A leak was found coming from the edge of the clic blood chamber. A leak was also found in the joint of the red ¿t¿ connector at the main line. The device was then submerged in water for further testing where pressure of up to 15 pounds per square inch (psi) was applied to identify the leak location. During this test, air bubbles were observed coming from the seal between the lenses and the blue clear body of the clic blood chamber. During visual inspection under a microscope, damage was found on the clic blood chamber in the form of an opening (or gap) between the lenses. This could be due to an improper sealing on the lenses. An opening was also found between the red ¿t¿ connector and the main line, and improper solvent application was observed on the tubing which may have caused the separation. There are several different possibilities for the cause of these failures. No other problems or abnormalities were identified during the evaluation. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The investigation into the complaint was able to confirm the reported event.

Event description:
A patient care technician (pct) from a hemodialysis (hd) user facility reported to fresenius that a combi set had a ¿small hole or crack¿ in the arterial line, near the heparin line. No further details were provided in the initial reporting. During follow-up it was revealed that the issue was discovered during a patient¿s hd treatment. It was confirmed that the patient was able to complete their treatment. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. In additional follow-up, it was confirmed that the event resulted in a leak and an unknown amount of blood loss. The sample was confirmed to be available for manufacturer evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient care technician (pct) from a hemodialysis (hd) user facility reported to fresenius that a combi set had a ¿small hole or crack¿ in the arterial line, near the heparin line. No further details were provided in the initial reporting. During follow-up it was revealed that the issue was discovered during a patient¿s hd treatment. It was confirmed that the patient was able to complete their treatment. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. In additional follow-up, it was confirmed that the event resulted in a leak and an unknown amount of blood loss. The sample was confirmed to be available for manufacturer evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.